Manufacturer narrative:
Batch review performed on 29 may 2019: lot 182553: (B)(4) items manufactured and released on 21-jun-2018. Expiration date: 2023-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved: liner: cc e cc light 01.26.3239hct flat pe hc liner ø 32 / c (k120531), lot 182621: (B)(4) items manufactured and released on 26-jul-2018. Expiration date: 2023-07-10. No anomalies found related to the problem. To date, 121 items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115), lot 180532: (B)(4) items manufactured and released on 12-jul-2018. Expiration date: 2023-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Manufacturer narrative:
Involved implants lots are not available up today, no review of the related documentation could have been performed.

Event description:
On april 2nd we were informed about a revision performed on april 23rd, 2 months from the primary due to hip dislocation (head from liner). The cup was not seated sufficiently, anteverted to 45 degrees and acetabular appearing under-reamed. Revision surgery has been performed with post/lateral approach, no infection has been detected and the patient was elected to leave the stem and the head in situ. Poly, cup and one screw were removed. Revision surgery completed successfully.